Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set occlusion event on (B)(6) 2024. Blood glucose levels reported were 27.6 mmol/l and patient was also having trace ketones at the time of event. He took correction bolus and multi daily injections, drank water, did walk to address high blood glucose. He changed supplies as necessary and resumed insulin therapy. No further information available.